Event description:
51-yr-old male with diagnosis: schizoaffective disorder, manic psychosis. Pt restrained in bed by vest restraints. Nurses found pt with head wedged between rail and mattress with vest restraint around neck. Pt unresponsive with pulse but no respirations. Mouth to mouth initiated; resulting in spontaneous respirations. This may have been a deliberate attempt by pt to commit suicide.